Event description:
Reportable based on analysis completed on (B)(4) 2013. It was reported that during a percutaneous coronary intervention, crossing difficulties were encountered. The 90% stenosed target lesion was located in the calcified and severely tortuous left anterior descending artery. A 3.50x38mm promus element plus drug eluting stent was advanced but failed to cross the lesion despite several attempts. The procedure was completed with a different device. No patient complications were reported and the patient's status was good. However, returned device analysis revealed stent damage.

Manufacturer narrative:
Device is a combination product. (B)(4) device evaluated by MFR.: initial visual examination of the returned device noted stent damage, as the stent was kinked approximately 20mm, from the distal edge. The balloon was visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. No further damage was noted on the returned device which could have contributed to the reported complaint. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).